Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, serial# unknown, product type: accessory. Product ID: neu_ unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that they were in the o.r. On (B)(6) 2016 and troubleshooting was needed for an impedance issue. Multiple electrode impedance tests were done and the highest testing was done at 2v and 300 pulse width that showed that all pairs with case were greater than 4000 ohms. The bipolar pairs switched back and forth to normal and then out of range values. The manufacturer representative was unable to tell if motor reflex was detected as the patient was draped and they couldn't see. They reinserted the lead 3 times. The patient was doing fine and no symptoms were reported. The implantable neurostimulator (ins) was returned. No patient information, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.